Event description:
It was reported that the patient was receiving one unit of packed red blood cells hung at 1400. Total volume was 345 ml to run over two hours. At approximately 0550 the nurse noted the blood bag to still contain a large volume of blood. The tubing was rechecked by the nurse and confirmed that tubing and bag were hung correctly and was noted to be a pump problem. The pump was removed and blood infusion was finished on new pump. Additional information was provided by the customer indicated that there was no patient injury or medical intervention required and the customer could not reproduce the issue when performance tested. As of (B)(6) 2011, the patient was doing fine.

Manufacturer narrative:
(B)(4). Sigma was unaware of this incident prior to the receipt of the medwatch (B)(4).